Event description:
In a laparoscopic gastric bypass procedure after the ir60b reload was fired via an i60xxl stapler, it was observed that a hole was present in the staple line and the knife blade was left exposed toward the proximal end of the reload. Another device was used to remove the incomplete staple line and to complete the procedure. The patient was in stable condition at the end of the procedure.

Manufacturer narrative:
The reload (ir60b) was not returned, but the concomitant device (i60xxl) was returned. An ir60b reload similar to the one used in the case was inserted into the i60xxl and was fired. The firing resulted in proper staple formation and a complete transection of the test medium. The root cause of the malformed staples and the knife exposure could not be ascertained.